Event description:
It was reported to philips that the heartstart mrx defibrillator showed an incorrect energy discharge when testing on an analyzer. There was no patient involvement.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed an incorrect energy discharge when testing on an analyzer. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.